Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, high voltage (hv) output, patient notifier was tested and no anomalies were detected. The cause of the reported event was due to an electrical component anomaly.

Event description:
Patient presented in-clinic after receiving a vibratory alert. Upon investigation, the device was found to have entered back-up vvi (bvvi) mode which resulted in a loss of high voltage (hv) therapy. The cause of the bvvi could not be determined. Abbott technical support was contacted and recommended device replacement. The patient was hospitalized, and the device was later explanted and replaced to resolve the event. The patient was in stable condition.